Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on unicel dxc 600i synchron access clinical system, and indicated some occurrences of non-reproducible false positive accutni results. The erroneous results were not reported out of the laboratory. The actual pertinent data for the event was not supplied. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The samples were collected in bd lithium heparin tubes. Centrifugation data was not provided. No specific event related qc data was supplied. The instrument is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The laboratory has an accutni patient sample repeat analysis procedure, which includes visual inspection to ensure sample volume adequacy and integrity prior to repeating accutni samples recovering above the laboratory's normal reference range. A definitive root cause for this event was not determined.